Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Patient demographics: no. Of patients- 33, gender- (male- 4, female- 29), age (mean age)- 14.65 years, height (mean height)- 162 cm, weight (mean weight)- 55.5 kg pre-operative diagnosis- adolescent idiopathic scoliosis (33 patient) procedure- conventional open as per clinical report it was reported that with minimum 24 months follow up, a group of 33 patient (19 titanium and 14 stainless steel) diagnosed with idiopathic scoliosis who were treated with spine system. In titanium group, 3 patient had pain in chest wall, back, etc. And in stainless steel group 2 patient had pulmonary (pleural effusion, atelectasis) which were related to device adverse effect. In titanium group, 1 patient suffered from hyper narcosis, 1 patient from pulmonary (pneumothorax). In stainless steel group, 1 patient suffered from hypotension, 1 patient from atelectasis, 1 patient from dehiscence. 1 patient had distal junctional kyphosis due to which revision surgery was performed.